Manufacturer narrative:
The customer reported leak above the pump, and returned one used sample of material 10062818, and lot unknown. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was infused with water, and the leak in the tubing near the drip chamber in one side of blood tubing spike. The tubing had a small cut in the tubing that caused the leak. A device history record review could not be performed on material 10062818 because the lot number is unknown. The manufacturing site conducted a further investigation on the tubing cut but could not find a root cause. The root cause for the issue is unknown and is not found to be related to the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module blood infusion set was damaged the following information was received by the initial reporter with the following verbatim: brief factual description: "target: our blood tubing should be a closed system that fluid/blood should not be able to escape from. Actual: when we primed and hung blood tubing, we clamped the lines above the buretrol before we connected the tubing to the patient. When we brought the blood over to the alaris pump, we noticed a few drops of blood that had fallen onto the pump. We discovered the source of the leak appears to be that one of the clamps sliced into the blood tubing. Gap: supply failure; tubing was unable to be clamped while remaining intact."